Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously high troponin (accu tni) result generated by the access 2 instrument for one pt. A sample from the ER pt, with chest pain, was tested for accu tni and a result of 0.02ng/ml was obtained. A fresh sample drawn 7 hours later gave a result of 0.29ng/ml and the pt was sent to the heart catheterization lab. A 3rd sample, collected several hours after the procedure gave a result of 0.03 ng/ml. Based on available info, an accu tni result was 0.02ng/ml on a sample collected three days prior to the event. No add'l info regarding this event is available.

Manufacturer narrative:
Qc was within specifications prior to and after the event. A system check performed in 2008 partially failed and passed upon repeat. A system check performed at about 3 days later met specifications. The specimens were collected in heparin non-gel tubes and were centrifuged at 3,500 rpm for 10 mins. A field service engineer (fse) was dispatched to the customer's lab. The fse performed precision spring modification and verified hardware. The fse ran a system check with good results. The customer performed precision and correlation studies compared with another instrument and the results were acceptable. The fse verified the repair per established procedures and results met published performance specs. All accu tni results obtained in this event were within the risk stratification range, and below the ami cut-off of 0.5ng/ml. A clear root cause has not been determined for this event. A malfunction will be assumed for the purpose of this report.